Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requesting assistance adjusting their personal profile settings. Customer stated they have been experiencing elevated blood glucose (bg) levels on the weekends. Customer did not provide any further information regarding the reported elevated bg levels. Customer stated they were able to create a new personal profile.